Event description:
Cpi received information that the patient with this implantable cardioverter defibrillator (ICD) received a delivered shock. Sometime following this episode, the patient collapsed and received external defibrillation, which successfully converted the patient out of an arrhythmia. Following the external defibrillation, the defibrillator was unable to be interrogated.